Event description:
Reported the pt had their vns explanted as she was uncomfortable with it and it did not really help her. Patient's following physicians felt it did help the pt's seizures. Previously reported that the pt was having pain and vibration feelings with stimulation and without stimulation. All diagnostics reported to be within normal limits. Good faith attempts are being made for the product to be returned for analysis.